Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: there were no unexplained pump reboot evens observed in the black box data, however power rebooting was duplicated using the returned battery cap. The pump was run on a 24 hour basal program using a test cap with no intermittent power or reboot occurrences. The returned battery cap had stripped threads and a worn top. There was a battery compartment crack below the bumper at the case seal.